Event description:
It was reported that the lead was revised due to externalized conductors observed via diagnostic imaging. The lead was explanted and replaced. The patient tolerated the procedure well and no complications were observed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A partial lead with the distal tip measuring 51.9cm was returned for analysis. Externalized conductors due to internal insulation abrasion were noted at 11.1-19.0cm and 12.1-14.8cm from the distal tip. Internal insulation abrasion was noted at 6.8-8.3cm, 9.9-11.8cm, and 19.4-20.2cm from the distal tip. The etfe coating was intact at these locations.